Manufacturer narrative:
The date of the event onset was reported as an unknown date between (B)(6) 2016. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system non-dehp secondary medication set would not flow. The reporter stated that clinician would start infusion of secondary IV bag filled with an unspecified antibiotic and leave the area. Upon return, the clinician would observe the primary container empty and the secondary IV bag full, with no drip in the drip chamber of the secondary IV set. The antibiotics had to be restated. Per the reporter, no visible obstructions were observed in secondary IV sets. The customer stated that the primary solution bag was typically hung between eighteen to twenty four inches above the pump and the secondary solution bag was hung on the fully extended blue hanger (that is provided with the secondary IV set). The reporter stated that proper connection techniques were used by clinician. The secondary IV set was attached to the y-site most distal from the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.